Event description:
A consumer whose indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that she had a wreck last march and her device was messed up.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0j0kp, implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported they had a wreck (B)(6) 2015, and the impulse machine was damaged. It was stated that since the accident, the patient was having severe leakage. The patient reported that as of now, no steps have been taken to resolve the reported event. It was also noted that the lead in their back was no longer working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.